Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device was received with a shaft break approximately 1170 mm distal from the distal end of the strain relief. The distal part of the device was not returned, which had the balloon section attached. Multiple hypotube and shaft kinks noted.

Event description:
It was reported that the catheter was separated, and the device fragment was unretrieved and stented in the vascular wall. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. While procedure was ongoing, it was noted that device was trapped in the severely calcified lesion, and when attempted to have it removed, a resistance was felt. When further force was applied for removal, the catheter has separated at the balloon part inside the body. The fragment removed was only the separated shaft part, and the remaining part was crimped to the vascular wall with a non-boston scientific stent. The procedure was completed with a different device. No further patient complications were reported and patient was good post procedure.

Event description:
It was reported that the catheter was separated, and the device fragment was unretrieved and stented in the vascular wall. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. While procedure was ongoing, it was noted that device was trapped in the severely calcified lesion, and when attempted to have it removed, a resistance was felt. When further force was applied for removal, the catheter has separated at the balloon part inside the body. The fragment removed was only the separated shaft part, and the remaining part was crimped to the vascular wall with a non-boston scientific stent. The procedure was completed with a different device. No further patient complications were reported and patient was good post procedure.